Manufacturer narrative:
The data analysis confirmed the reported failure mode. During the device analysis the controller failure was intermittent and could not be reproduced after the initial occurrence. The root cause of the reported controller failure was not determined due to the inability to reproduce it. It could be due to either a pud board malfunction or a purge pressure sensor malfunction. D2 common device name was erroneously entered on the initial manufacturer device report number 1220648-2025-27164. D9 date device returned to manufacturer was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27164. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27164 as it is unknown if the initial reporter also sent the report to the food and drug administration. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-27164, as the device had been received at time of the report h6 type of investigation 4114 was erroneously entered on the initial manufacturer device report number 1220648-2025-27164. H10 narrative stated device was not received on the initial manufacturer device report number 1220648-2025-27164, as the device had been received at time of the report.

Event description:
The automated impella controller (aic) had a controller failure alarm. This issue occurred during servicing. No patient was involved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.